Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo list 4j27, that has a similar us product distributed in the us, list 2p36. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) on a patient who tested (B)(6). The patient is a known (B)(6) patient. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer performed additional testing on the sample which was (B)(6). Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of reagent lot 68036li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without (B)(6) results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available (B)(6) panels. The lot detected the same bleeds as (B)(6) for the (B)(6) panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of non-conformances and deviations associated with the affected lot number was reviewed, which resulted in no occurrences. Review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, it was concluded that the architect hiv ag/ab combo reagent lot, identified in the complaint is performing acceptably.